Event description:
The customer reported being hospitalized due to high blood glucose of 379mg/dl. The customer stated that he was vomiting blood and had diabetes ketoacidosis prior to his admission. Troubleshooting was performed and it appears that the insulin pump was functioning. The customer stated that he changes the infusion set every three to four days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.